Manufacturer narrative:
The reported event of failure to sense was not confirmed. The device was above the elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within the normal range of operation. Further analysis performed found no anomalies. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the implantable cardiac monitor (icm) exhibited loss of sensing. The icm was not used and replaced during the procedure. The patient was stable throughout.